Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet insulin infusion device experienced nighttime hypoglycemia, with a documented blood glucose of 53 mg/dl after making meal announcements approximately 30 minutes before eating using the ¿less than¿ option. Symptoms included low blood glucose without loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with oral carbohydrates (bowl of cereal) and return to the target range within 30 to 45 minutes, without medical intervention or hospitalization. Investigation included review of user-reported use patterns and education on appropriate meal announcements. Investigation of this case revealed user technique concerns related to meal announcement selection that could contribute to hypoglycemia. It was concluded that the event was consistent with low glucose likely associated with incorrect meal size selection and that user education and troubleshooting were appropriate.